Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a cerebrospinal leak (csf) leak and had a catheter revision on (B)(6) 2014. During the surgery, a purse string suture was placed at the lumbar site. There continues to be swelling at the pocket and believed to still be leaking csf. It was later reported that the pump had always been used to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that following the pump replacement on (B)(6) 2014, fluid began to collect at the pocket. The fluid was tested and tested positive for antitrypsin. The patient experienced a headache due to the leaking of cerebral spinal fluid (csf). An exploratory surgery was done to determine the issue. They tried to stop the leaking using a purse string technique; however, it was unsuccessful and the symptoms and seroma persisted, which ultimately lead the patient to want the system removed. The infusion system has been removed and the patient was doing well. The patient was not taking any other oral medications while they were receiving the infusion therapy. It was noted that the patient was significantly obese. It was that that it was possible that the obesity caused an increase in intracranial pressure which may have led to the leaking.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a persistent csf leak causing a pocket of fluid at their back incision. The area was operated on to try to fix it on (B)(6) 2014. The patient had developed a large csf collection around the pump in the abdominal area. A dye study of the pump tubing suggested there was a leak site from the catheter near the pump in the subcutaneous pocket. Surgery was recommended to potentially revise the catheter. The patient was taken to the operating room and placed in the left lateral decubitus position with an axillary roll. The abdominal region, the right flank and the lumbar region were then prepped and draped in sterile fashion. The patient¿s transverse right upper quadrant abdominal incision was then reopened with a scalpel. The incision was carried down through the subcutaneous tissue with the monopolar cautery. As the physician approached the pump they entered into a large collection of csf surrounding the pump. The fluid was suctioned away. The pocket around the pump was then opened up further with the monopolar cautery. Portions of the baclofen pump catheter were visible. The physician could not see any leak site. The physician decided to remove the pump from the subcutaneous pocket so that the pump and the catheter tubing could be fully inspected. The silk sutures holding the pump to the lumbar fascia were then divided and the pump along with the coiled catheter were removed from the subcutaneous pocket and inspected. There was no defect in the catheter itself and there was no csf leaking from the catheter pump connection. The physician then placed the pump lower than the head and the thecal sac and there was still no evidence of a csf leaking through a hole in the catheter or any of the connections. The patient was given several valsalva. The physician then inspected the inside the pocket where the pump had been and could see csf coming from around the catheter where the catheter entered into the subcutaneous pocket. There clearly was a slow leak of csf coming back from the thecal sac around the outside of the catheter through the tract around the right flank. A purse string suture was placed in the facia right around the entrance point of the catheter into the abdominal subcutaneous pocket. This was sutured down snugly to increase resistance to flow of csf. The physician then opened up the lumbar incision. The physician opened up the scar tract around the catheter and again csf was coming back around the catheter from the end towards the thecal sac. There was no backflow of csf from the catheter end towards the abdomen. A pursestring 0 silk suture in the lumbar fascia and tied this down snugly around the catheter. The physician then created 2 flaps of scar tissue and closed them in a pants-over-vest style around the catheter. All operative sites were irrigated with antibiotic irrigation. Still there was no evidence of a leak of csf coming from anywhere near the pump or the catheter coming out of the pump. The previous explanted pump was then re-inserted back into the subcutaneous pocket with the catheter coiled behind the pump. The pump was re-sutured to the fascia using 0 silk sutures in 3 different angles. The patient tolerated the procedure well. There were no complications. The system was explanted (B)(6) 2015. Per the operative notes the patient has had multiple recurrent problems with csf collections underneath the skin around the catheter exit site in the lumbar fascia. The patient had revisions to fix it. Ultimately it became difficult to manage the csf collections and the patient elected to have the pump removed. The intrathecal dose was turned down and since the patient¿s exam remained relatively stable they planned to proceed to remove the pump and spinal catheter and sew off the catheter tract coming from the lumbar thecal sac. The patient¿s pump and catheter were removed and the patient tolerated the procedure well.

Manufacturer narrative:
Corrected information: device code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a chronic history of pocket seromas and on the date of this report were trying to make a decision whether they would access the fluid. It was further reported on (B)(6) 2014 a dye study was performed and radiology felt there was an extravasation of dye out of the catheter in the pocket area. The catheter tip was around t10 and she was having a bit more spasticity, but no withdrawal. The fluid pocket remained large and uncomfortable. The patient would be referred to neurosurgery for a revision. The pump was being used to deliver baclofen. The date of the revision, if a catheter issue was found and what the issue was, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.